Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon saw dark fluid coming from the hd attachment as he was burring the femur. He swapped it out and successfully finish case.

Manufacturer narrative:
Reported event: the event reported that black fluid was seen leaking from an anspach hd long attachment during burring and had to be swapped out during a case. A delay of 2 mins occurred. Device evaluation and results: unable to perform as the product was not returned. Device history review: not performed as the anspach hd long attachment is an OEM product. Complaint history review: a review of complaints related to p/n 110920, s/n (B)(4) shows no additional complaints related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon saw dark fluid coming from the hd attachment as he was burring the femur. He swapped it out and successfully finish case.